Event description:
It was reported that tip separation occurred. The 90% stenosed fibrotic target lesion was located in the moderately tortuous circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal, it was noted that the tip was separated longitudinally from tip to wire exit port. The entire catheter was removed fully intact and off the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that tip separation occurred. The 90% stenosed fibrotic target lesion was located in the moderately tortuous circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal, it was noted that the tip was separated longitudinally from tip to wire exit port. The entire catheter was removed fully intact and off the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection showed no issues; the device appeared to be in good conditions. Microscopic inspection showed the guidewire exit port was torn/deformed.